Event description:
Set leaked at filter to tubing bond.

Manufacturer narrative:
The malfunctioning sample was returned to vygon mfg for evaluation and complaint investigation. This investigation is still ongoing, the results will be communicated to FDA via follow-up MDR upon completion.